Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not stay in standby mode. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not stay in standby mode. The biomedical engineer reported that the issue was duplicated and noted the when the device was set to zero, the average air reading in the pneumatics was -1.1 liters per minute (lpm); this was considered out of specification. The customer reported that the device had 3.00 software, and the air inlet filter was fairly clean. The rse advised the customer to replace either the flow sensor assembly or gas delivery system (gds). The customer was provided with the part number for the flow sensor assembly/gds. Investigation ongoing / resolution pending

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the flow sensor assembly was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.